Manufacturer narrative:
Updated sections: brand name, date rec¿d by MFR, device manufacture date. Updated correction: initial reporter occupation. Other devices involved in this event: bat200641 - battery / catalog number 1650de / expiration date:09/30/2015. UDI #: unk. Concomitant medical products: no. Device evaluated by MFR: no, not returned to manufacturer. Device manufacture date: 09/30/2014. Labeled for single use: no (B)(4). Bat200541 - battery / catalog number 1650de / expiration date:09/30/2015. UDI #: unk. Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Device manufacture date: 09/30/2014. Labeled for single use: no. (B)(4). Bat200538 - battery / catalog number 1650de / expiration date:09/30/2015. UDI #: unk. Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Device manufacture date: 09/30/2014. Labeled for single use: no. (B)(4). It was reported that battery was experiencing power switching. Four batteries (bat200656, bat200641, bat200541 and bat200538) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that the controller, con213185, in use during the event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat200641, bat200541 and bat200538. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4)- battery / catalog number 1650de / expiration date:09/30/2015.(B)(4). (B)(4) - battery / catalog number 1650de / expiration date:09/30/2015. (B)(4). (B)(4) battery / catalog number 1650de / expiration date:09/30/2015.(B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power switching occurred with the patient's batteries.  The batteries were exchanged.  No patient complications have been reported as a result of this event.